Event description:
It was reported that during an osteochondritis dissecans procedure on (B)(6) 2014 a microaire smooth 0.062 k wire would not pass through the cannula of a synthes drill bit. This event involved a total of six drill bits, five of which were sterilmed devices. The guide wire would not pass through four of the sterilmed drill bits. The fifth sterilmed drill bit had something obstructing the cannula that was eventually cleared and the drill bit was used to complete the procedure successfully. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).